Event description:
The customer reported that they went to complete a bolus, but the insulin pump gave an alert to check the blood glucose reading. During the call, the customer mentioned being hospitalized for an operation related to diabetes. The customer went to the facility to have a stent in her leg due to complications with smoking, diabetes, and high blood pressure. The caller mentioned that the surgery was for narrowing of an artery in calf. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.